Event description:
It was reported while using bd calibrated disposable inoculating loops, green 1l (20x50 loops), there was mold contamination which led to false results. There was no report of patient impact.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer site. The cse found a leak on the wash solution fitting. A clamp was used to stop the leak and the wash cassette was reassembled. An autocheck and quality controls (qc) were performed and recovered within range. Siemens further evaluated the event and concluded incomplete sample washing due to the fluid leak potentially contributed to the falsely elevated tnih result. The instrument is performing according to specifications. No further evaluation of this device is required.